Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt failed an incoming test. The cause for the failure was isolated to an exposed pulse wire in the cable connecting ECG a, ECG b, and the front te to the distribution node (dn). The exposed wire shorted to the dn pca. The root cause for the exposed wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of an unrelated issue, an electrode belt was found to have a damaged wire.